Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. The device history record (DHR) was reviewed. According to the last DHR entry there were no noted device issues. However during testing, a pressure leak was encountered and the air bag was replaced to resolve the encountered issue. Also, remove heater bag from heater tray and drain complications were encountered. Burn-in test was re-run and the encountered issues did not reoccur. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records did not contain a hospital history and physical, progress notes or an admission/discharge summary. Medical records did not contain peritoneal dialysis treatment records or notes. Medical records did not contain the organism involved with the patient¿s peritonitis. Medical records revealed the patient had 3 episodes of peritonitis over the past year. The physician indicated the patient ¿has some degree of underlying dementia that could be putting her at risk.¿ the patient¿s dementia could contribute to inability to follow instruction. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis. There was no documentation in the medical record indicating the cause of the patient¿s peritonitis.

Event description:
Medical records were received from the patient's treatment facility. The peritoneal dialysis (pd) patient is an (B)(6)-old female who was admitted to the hospital for peritonitis. The patient presented with no pain or fever. However, the appearance of the peritoneal fluid was suggestive of infection. Analysis of the peritoneal dialysis effluent was consistent with this, as well. The patient was administered intraperitoneal vancomycin and intravenous levaquin. This has been the patient's fourth episode of acute peritonitis over the past year. A transition to hemodialysis was discussed with the patient however; the patient is resistant to it. The patient was discharged on (B)(6) 2015.